Manufacturer narrative:
H10: the actual device was not received; however, photographs of the sample were provided for evaluation. During visual inspection of the provided photographic sample, the presence of coagulated blood was observed at the connection between the prismaflex set (male luer connector) and thermax bag (female luer connector). However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed in a prismaflex st150 set. A clot had formed outside the ¿connection between the return end on the blood warmer disposable and the male end of the prismaflex set return line¿. Treatment was stopped. The prismalfex set was changed. However, the customer experienced high transmembrane pressure and effluent pressures immediately; therefore, the extracorporeal blood was returned. A new filter was placed on a different machine and crrt was continued. There was no report of patient injury or medical intervention associated with this event. No additional information is available.